Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, his onetouch ultra2 meter was reading inaccurately high compared to another device, (hospital device, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 7 a.m., on (B)(6) 2020. The patient manages his diabetes with a combination of insulin (basaglar, 100 units/ml) and trulicity (1 syringe, 7 ml every saturday) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that between 1 and 2 a.m., on (B)(6) before the alleged inaccuracy issue with the subject device began, he developed symptoms of "confusion, mumbling" and stated that he was "not coherent". The patient advised during the initial call that in response to his symptoms, he tested his blood glucose using the subject device (result not known) and that he then contacted the emergency medical services (ems) who subsequently took him to hospital. The patient advised that he was treated by a healthcare professional (hcp) with IV glucose. During the call, the patient stated that at 7 a.m., on (B)(6) 2020, prior to treatment, his blood glucose tested "98 mg/dl" on the subject device and an hour later, a result of "32 mg/dl" was obtained on the hospital meter. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from an hcp whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.